Event description:
It was reported that, "dr (B)(6) was inserting navigator into disc space when we noticed cage turning prematurely using x-ray. When he pulled the inserter out the cage was not attached. When dr (B)(6) took cage out we noticed the trailing edge of the implant that fastens to the inserter had broken off implant. This all happened with only 2 light taps of the mallet. We selected same size implant and inserted it with no problems. I have returned the broken implant with broken piece for your review."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: functional inspection; device history review; results: the navigator 12mm x 31mm x 0deg cage was confirmed to be broken by the sales representative report. The cited causes for these breakages are: excessive force during insertion / impaction of the avs spacer, oversized implant, and disc space preparation. The lot number record & a thorough manufacturing review for the navigator 12mm x 31mm x 0deg cage were reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. The surgical technique for navigator indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage. It is also important to verify that the implant is properly locked to the inserter before insertion. The IFU indicates that selection of the proper implant - including size - is the responsibility of the surgeon. Conclusion: the exact cause of the breakage is not known and is presumably multifactorial. Previous back rail breakages have cited the following user errors as causes: excessive force during insertion/impaction of the cage, oversized implant causing greater force during insertion, inadequate discectomy. It is likely that a combination of the causes led to breakage of the implant in this case.

Event description:
It was reported that, "dr (B)(6) was inserting navigator into disc space when we noticed cage turning prematurely using x-ray. When he pulled the inserter out the cage was not attached. When dr (B)(6) took cage out we noticed the trailing edge of the implant that fastens to the inserter had broken off implant. This all happened with only 2 light taps of the mallet. We selected same size implant and inserted it with no problems. I have returned the broken implant with broken piece for your review."

Manufacturer narrative:
Additional supplemental needed because device was returned. Method: functional inspection; device history review; results: the navigator 12mm x 31mm x 0deg cage was confirmed to be broken by the sales representative report. The cited causes for these breakages are: excessive force during insertion / impaction of the avs spacer, oversized implant, and disc space preparation. The lot number record & a thorough manufacturing review for the navigator 12mm x 31mm x 0deg cage were reviewed and no anomalies were found in the manufacturing records that would have contributed to the reported event. The surgical technique for navigator indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage. It is also important to verify that the implant is properly locked to the inserter before insertion. The IFU indicates that selection of the proper implant - including size - is the responsibility of the surgeon. Conclusion: the exact cause of the breakage is not known and is presumably multifactorial. Previous back rail breakages have cited the following user errors as causes: excessive force during insertion/impaction of the cage, oversized implant causing greater force during insertion, inadequate discectomy. It is likely that a combination of the causes led to breakage of the implant in this case.

Event description:
It was reported that, "dr (B)(6) was inserting navigator into disc space when we noticed cage turning prematurely using x-ray. When he pulled the inserter out the cage was not attached. When dr mody took cage out we noticed the trailing edge of the implant that fastens to the inserter had broken off implant. This all happened with only 2 light taps of the mallet. We selected same size implant and inserted it with no problems. I have returned the broken implant with broken piece for your review."